Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 233 mg/dl shortly after breakfast while using the ilet system, following a full supply change; no device alerts or alarms were reported, and troubleshooting and education were provided to monitor for downward glucose trend. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and no impact on activities beyond routine monitoring. Investigation included customer support assessment and user guidance to observe post¿supply change glycemic trend. Investigation of this case revealed no device malfunction or component issue identified, with hyperglycemia considered temporally associated with recent carbohydrate intake and the immediate post¿supply change period. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.